Event description:
Boston scientific received information that this patient had an increase in right atrial (ra) pacing thresholds measurements. Fluoroscopy indicated the ra lead had pulled back. The lead attempted to be extracted, but was fibrosed to the distal coil of the patient's right ventricular (rv) defibrillation lead. The rv lead had pulled back and was partially in the tricuspid valve. The ra and rv lead were successfully extracted. A new rv lead was successfully placed. The ra lead was implanted and during testing, it was noticed that the rv lead had an additional amount of slack in it. Fluoroscopy was turned on and the rv lead jumped forward and was at the edge of the cardiac silhouette. There was speculation that the lead may have perforated. Simultaneously the patient's blood pressure increased and the EKG rhythm changed. The helix was retracted and the lead was repositioned. The patient went into cardiac tamponade and a code was called. The patient subsequently had an impella pump and a balloon pump implanted. One day later tachycardia therapy was turned off and the physician ordered a do not resuscitate (dnr). The patient later died and brady therapy was turned off post- death. The device planned to be buried with the patient.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, cuffs, link, needle tip, and monofilament were not returned. During testing, the guide tube was peeled and there was no abnormal observation with the condition of the device that could have contributed to the reported complaint. Based on the condition of the device and due to the missing components, a cause for the reported event could not be determined. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery. Reportedly, the suture broke at an unspecified point during the procedure. A second proglide was used with the same results. Hemostasis was achieved using a third proglide device. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the perclose proglide (part 12673-03, lot 930026h) indicated is being filed under a separate medwatch MFR number.the device was received. Investigation is not yet complete.